Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the header bag, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and in rear lock position with the internal components deployed. The collagen was found tamped and the suture was returned intact and not cut. The anchor was not noted on the returned device. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor went to seal the puncture, they pulled back on the angio-seal system; however, they did not feel resistance at all. The system pulled out without the anchor. The procedure performed was a digital subtraction angiography (dsa). The estimated blood loss was less than 250cc. Additional information was received on 17mar2025: the procedural sheath was a 5fr. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were not any issues with insertion of the device. Hemostasis was achieved with manual compression. The patient was stable.